Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation and to correct section h3, as the device was not returned for evaluation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿important information ¿ please read before use: instrument compatibility: refer to ¿combination equipment¿ on page 113 to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage.¿ a definitive root cause for the reported event could not be expressly determined because metal pieces were not found within channel and no abnormality was identified from the s-cylinder and the suction valve. However, based on a past similar case, the suction operation was probably performed while a component of a therapeutic accessory, such as a hemostasis clip, remained within the instrument channel. This may have caused this event. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 25feb2021 noting that none of the foreign matter fell into the patient and there were no adverse effects to the patient as a result of this event. The reporter went on to note that the foreign objects coming out of the biopsy channel were round metal shavings, potentially from the suction port. The device was inspected, there were no reports of restriction or issues during the procedures itself. The endoscope is cultured every six months, with no growth noted. The customer went on to provide a detailed list of all the measures and steps taken to clean and maintain the device. They also confirmed that all personnel are trained on how to properly reprocess the endoscope. Furthermore, the user facility runs test strips for every cycle.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
At this time, it is unclear whether the device will be returned for investigation or not. An olympus endoscopy support specialist (ess), visited the user facility for a scheduled in-service. During that visit, the cf-hq190l was inspected. The suction channel was inspected and no external damage was noted. The user facility use a mediators advantage endoscope reprocessor. When inspected by the ess, it was noted that the rubber seal on the medivators adapters had worn off. The ess recommended that the cf-hq190l device be sent into an olympus repair center for evaluation and repair. The user facility endoscopy nurse manager, stated that she would be ordering new channel separators from medivators to replace the worn ones. The ess completed the reprocessing in-service with the user facility staff.

Event description:
As reported, there was a foreign object exiting out of the biopsy channel of the evis exera iii colonovideoscope when brushing it manually for cleaning. There was no patient involvement during this event.